Event description:
It was reported to philips that the allura device would not display images on the flexvision monitor during a procedure. The system was shut down and subsequently would not boot back up. The flexvision monitor displayed 00:00. The patient was moved to another room to complete the diagnostic procedure. A philips engineer visited the site and replaced the flexvision pc, and hard disk which resolved the reported issue and the device returned to expected function.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shut down but then was "stuck at zero's". Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.